Manufacturer narrative:
The reported adverse event was chipped tooth. Date of event is approximate. Customer contact information and mailing address were not provided.

Event description:
The consumer alleged that their expert result power toothbrush chipped one of their teeth.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
H1: updating type of reportable event from serious injury to injury. Analysis results: may 11, 2022 - this case was re-reviewed by clinical experts and deemed to be not reportable. The assessment of chipped tooth has been determined to be s1 moderate injury and deemed not a serious injury or life threatening. Causality is most likely related to the users oral health. Philips power toothbrushes at their amplitude and frequency are not strong enough to break healthy teeth and/or restorations.